Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.

Event description:
While attempting to insert the pin, the spring plate which holds the temporary fixation pin broke off in surgery. The broken piece was removed with pick ups. Less than 10 minutes was added to surgery time.